Event description:
Dealer stated that they discovered that their (B)(4) loaner chair had the mpctmt (power elevating center mount foot platform) tied together with wire underneath and the linkages were broke.